Manufacturer narrative:
Initial and final MDR 1913795 - MDR 3003442380-2024-14672 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient encountered five infusion sets fell off. Infusion set was in use for 24 hours. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information.